Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implantation utilizing a 9f amplatzer talisman delivery system (lot: 8809528). During implantation, the right disc of the occluder deformed into a bulbous shape. Troubleshooting was performed via pushing and pulling but the issue persisted. The device was not released from the delivery cable, there was no interaction with cardiac structures, and no bend or kink in the deliver system. The device was removed and a replacement amplatzer talisman 9-pfo-3025. Was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. There was no adverse patient consequences. The patient was reported to be discarded.